Event description:
The company was informed that the pt developed an infection at the implant site. The pt was prescribed medication to treat the infection. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.